Event description:
The customer reported that during a gastroenterostomy, the device jaws became closed while on tissue. The device jaws were cut off in order to remove them. The surgeon opened another device to complete the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.